Manufacturer narrative:
Unit had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 162 mg/dl. Troubleshooting was performed. The device was returned for analysis.